Event description:
It was reported that a total abdominal hysterectomy, bilateral salpingectomy, and oophorectomy was performed in 2000. Two weeks later, red inflamed sinus drainage and suture spitting was noted. Pt came to the office every two weeks for wound drainage and treatment. Wound is now healing.